Event description:
On (B)(6) 2013, the patient underwent a procedure using gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. The physician first inserted a trunk-ipsilateral leg component (B)(4) through an introducer sheath from the patient's left side and placed the stent graft at the intended position. He then performed a touch-up ballooning of the proximal end of the stent graft with a non-gore balloon (32mm occlusion balloon). The physician then implanted a contralateral leg component (B)(4) on the patient's left side to extend the ipsilateral leg into his common iliac artery. Another contralateral leg component (B)(4) was then placed into the contra gate on the patient's right side. The final angiography showed a dissection from the proximal end of the trunk to the level of the left renal artery. It was also revealed that the left internal iliac artery was unintentionally covered by the (B)(4). It was confirmed that the blood flow into the left renal artery was maintained through the true lumen. Therefore, the physician determined to monitor the patient and ended the procedure.

Manufacturer narrative:
Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Conclusions - the gore excluder aaa endoprosthesis instructions for use (IFU) state that adverse events that may occur and/or require intervention include, but are not limited to vascular trauma, and endoprosthesis: improper component placement. Additional devices implanted and/or related to this event: (B)(4).